Event description:
It was reported that during testing prior to a procedure at the user facility the core impaction drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing prior to a procedure at the user facility the core impaction drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The failure for overheating was confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. The components of the drill were corroded and damaged, including the sockets, motor, and bearings.